Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The reported event required medical/surgical intervention to preclude permanent damage to a body structure and for intervention deemed too difficult to remove but smoothed off and made safe. The surgery was completed with a competitor product. A review of the device history record. Device history lot steril parts. Part: 04.503.226.04s. Lot: 4l26919. Manufacturing site: (B)(4). Release to warehouse date: 23. April 2019. Expiry date: 01. April 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non - steril parts. Part: 04.503.226.20. Lot: h839004. Manufacturing location: (B)(4). Manufacturing date: 20-feb-2019. Part number: 04.503.226.20, ti matrix-midface screw self- drilling 6mm. Lot number: h839004 (non-sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, meet all inspection acceptance criteria. Packaging label log (pll) lppf rev d, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: h692284. Lot quantity: (B)(4) lbs. Certified test report supplied by (B)(6) company dated 05-jul-2018 was reviewed and determined to be conforming. Lot summary report dated 16-jul-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 17-sep-2019: DHR reviewed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary  product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: while using the first screw in a packet of 4, half way through insertion the screw head snapped off and broke into several bits. A second screw was used and the same thing happened. A third screw was used and about half way through it shattered. The screws were discarded and the procedure carried out with different suppliers screws. The 3 screw threads were left in the patient as they were deemed too difficult to remove but smoothed off and made safe. There was a surgical delay of at least sixty (60) minutes, patient is doing well. This complaint involves three (3) devices. This report is for one (1) scr ø1.5 self-drill l6 tan 4ui/clip. This report is 1 of 3 for (B)(4).